Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the insertable cardiac monitor (icm) exhibited an undersensing. Programming changes were discussed; no intervention or patient condition was reported.